Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/14/2015 with the following findings: the black box shows power on resets after a low battery warning on (B)(6) 2014. Battery compartment is cracked above the bumper pad. Battery cap and cartridge cap were not returned. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power interruptions were duplicated during this time. The black box shows a replace cartridge alarm on (B)(6) 2014 08:51; deliveries never resumed. On (B)(6) 2014 21:15 a replace cartridge alarm was recorded; deliveries resumed (B)(6) 2014 18:33. The tdd¿s add up correctly. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Removed cover; no evidence of internal moisture or damage to the power circuit was found. Unrelated to the complaint, the dsplay screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had an intermittent power issue and the patient had a blood glucose of 300 mg/dl with extreme drowsiness. The patient self-treated with insulin via the pump. During troubleshooting with customer support, it was noted that the battery compartment was cracked and the top of the battery cap was worn. The yellow o-ring was not visible. The battery cap had never been replaced. Patient was advised to discontinue pump use. This complaint is being reported because the of the damage to the battery compartment, and because the patient experienced hyperglycemia.